Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2024. On (B)(6) 2025, the patient had the routine one (1) year follow up tee and a device related thrombus was noted. There were no leaks noted, and no change in position. The patient was placed back on oral anticoagulation medication.